Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 60 mg/dl. Customer¿s blood glucose was below 60 mg/dl at the time of incident. The customer treated with the sugar for low blood glucose. Customer declined troubleshooting for low blood glucose level. Customer also declined to give specific details on emergency medical service coming out to him. The insulin pump will not be returned for analysis.